Event description:
It was reported that the minicap sponge was fully dislodged from the minicap. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 20.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection revealed that the sponge was separated from the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was verified, but the cause was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.